Event description:
Consumer complaint of blood results not accurate compared to old meter (different brand). Caller feels her blood sugar is actually lower than the meter results. Back to back blood tests gave results of 275mg/dl and 350mg/dl. No control was available for testing. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).